Manufacturer narrative:
Product analysis: the customer comment that the external pulse generator (epg) would not turn on was confirmed. It was noted that the main printed circuit board (pcb), encoder flex, encoder assembly, four knobs, lower case, liquid crystal display (lcd), display frame, four display grommets, insulator label, four display frame screws, three case screws and six main pcb screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for service as it was unable to turn on subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.